Event description:
It was reported that on (B)(6) 2025, the pleurx drainage kit dressing was not intact/sterile. No patient harm was reported.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device has not been returned for evaluation, and photos have not been provided for review. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. D2b: pro code: dwm; png. G4: PMA / 510(k)#: k160437; k160450; k201155; k241946. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the pleurx drainage kit dressing was not intact/sterile. No patient harm was reported.